Event description:
The report stated that the connecting wire became disconnected from the pencil and fell on the pt. The operator did not notice and pressed the foot-switch. The pt was burned.

Manufacturer narrative:
Date of initial report: 12/20/2007. To date the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.